Manufacturer narrative:
Concomitant products: 6949 lead, implanted: (B)(6) 2005; 407652 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.